Event description:
Information received with return of the explanted device notes that that within 24 hours of implant, intermittent loss of capture was seen on the ECG. The next morning, the ventricular thresholds increased to 2.5v at 0.25msec. Although the patient was pacemaker dependent, she was not symptomatic.